Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states

Event description:
Customer¿s parent reported via phone call that the insulin pump had a keypad anomaly. Customer¿s blood glucose was unknown at the time of incident customer's parent reported that the buttons were unresponsive even with new battery. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The device was received with all buttons responding properly. The device passed the self test and the displacement test. No damage or moisture damage on keypad assembly, unlocked electrical board keypad connector, or stuck button alarm noted during testing. (B)(4).